Manufacturer narrative:
A ge service representative performed an onsite investigation. Multiple system pcb assembly and cable connections were evaluated and reseated. The gpos (general purpose operating system) cpu assembly battery was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an unknown system failure. Additional information was received from the field service engineer confirming that the system failed to boot up. No patient serious injury or death was reported related to this event.